Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Copy of customer's medsun report received. Per report, "upon entering room, IV infusion pump containing fat emulsion was alarming air in line. Nurse opened infusion pump chamber to inspect tubing. Upon opening chamber, IV tubing disconnected from above the clamp site in the chamber, leaving the tubing in two pieces and dripping lipid all over pt's floor. Nurse immediately turned off chamber and disconnected fat emulsion from pt. Faulty IV tubing placed in biohazard bag and given to the clinical leader on shift. Pharmacy called to send up replacement lipids at this time." There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.